Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion (pbd). No additional adverse patient effects were reported. The device will not be returned as it was retained by the patient.